Event description:
During an atrial fibrillation procedure, the sheath was inserted into the right atrium, the dilator was pulled out, and blood leaked from the hemostasis valve before the catheter was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. The proximal seal had been punctured; the distal seal had been torn, resulting in a hole. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seal, torn seal, and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.